Manufacturer narrative:
Investigation result: a my8030-0006 sample was not available for investigation. The customer reported that the affected sample was from lot 24075167 and that "during the disconnection between code mfx2250ev and code my8030-0006, a drug spillage was verified." As part of the investigation, the customer provided a photograph of the affected sample and analysis of the photograph was unable to identify a root cause for the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24075167 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the my8030-0006 set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe leaked. The following information was provided by the initial reporter, translated from italian to english: during the disconnection between the code mfx2250ev and the code my8030-0006 a drug leak occurred.